Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Additional information reported that biopsy was not performed.

Event description:
Healthcare professional reported a patient was injected with three syringes of juvéderm® volbella¿ xc in the tear troughs. A month later, patient would receive a touch up injection with 1 syringe of juvéderm® volbella¿ xc into the tear troughs. Nearly two years later, the patient would develop nodules in the tear trough/ioh area with swelling on the left side. Patient was initially treated with oral steroids which did not resolve the event. Patient would receive 2-3 hyaluronidase injections, which would settle the nodule. Patient would have a CT scan with another doctor with unavailable results. Sometime later, the patient would return with a flare up, granuloma on the right side tear trough area and was treated with hyaluronidase. The last office visit for these events was about two months after event onset and the event appeared to be intermittent with no resolution. Biopsy performed approximately 8 months after last visit. About two to three months after this series of events, patient would experience non-device related xanthelasma in both tear troughs. No treatment has been provided at this time as patient is reviewing options. Healthcare professional notes event has led to permanent damage of the lower eyelids. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00872 (allergan complaint #(B)(4)). This MDR is being submitted for the second injection of suspect product, juvéderm® volbella¿ xc.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Additional details received noting two months prior to the onset of the nodule; patient had cervical disc disorder with radiculopathy and tendinitis of the left rotator cuff, deemed not device related. These events were treated with an injection of dexamethasone and oral prescription of diclofenac twice daily. About three weeks later, patient started a medrol dose pack. The first nodule appeared on the left lower lid (lll). About a week after the first nodule's appearance, patient received a covid 19 booster shot. Soon after, patient saw an ent physician for the lll swelling. There was negative workup and patient started a 10 day doxycycline course. A few days later, patient was injected with 75u hyaluronidase. Topical halobetasol bid was started about three weeks later with a cycle of 5 days on, 5 days off, and then 5 days on again with medrol dosepack. A little less than three weeks after the first hyaluronidase injection, patient received the second hyaluronidase injection (135u) with 0.7ml k10:5fu. About three weeks later, a nodule would appear in the rll (right lower lid). 10 days after the appearance, the rll was injected with 135u of hyaluronidase and 1ml k10:5fu. A subsequent injection in the rll occurred three weeks later with 135u of hyaluronidase with 0.9ml k10:5fu. A little over three weeks after, 150u of hyaluronidase and 1.0ml k10:5fu was injected into right and left lower lid nodules. Approximately 3 months later, patient was infected with covid-19, deemed not device related, and was diagnosed with xanthelasma (deemed not device related). Biopsy of the rll was performed and result was not provided. Symptoms ongoing.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5., b.6., b.7., h.6.